Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The field service engineer (fse) evaluated the device and replaced the overlay power switch and user interface (ui) assembly to address both issues. The ventilator passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a led alarm failure. During testing, the ventilator had pressure out of range. The ventilator was not in use on a patient at the time of the event occurred during patient use.